Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that a demo unit was making a noise, and the dc adapter for the blue cable was loose. There was no pt involvement.